Event description:
It was reported that the lead was attempted to be implanted in the right atrium but was not sensing any p-waves and had continuous noise on the lead. The lead was not used. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.